Event description:
The customer reported that the device jaws failed to open halfway through the procedure. Although no further info has been made available as to how the device was removed from tissue, the site did indicate that a small amount of bleeding resulted when the device was removed. There was no pt injury.

Manufacturer narrative:
(B)(4) . A visual examination of the incident device revealed blood residue between the jaws and inside the handle body. The device handle was latched closed as received. Although difficult to open, the handle could be released by snapping the latch, allowing it to dislodge from the internal track. This condition is consistent with the ski guide prongs getting caught on the internal a-track. The ski guide is a flexible piece that can bend if too much force is applied or if the device is latched when not in use. The two prongs that guide the ski can come out of perpendicular alignment with the a-track and the latch cannot be released. Mfg is required to latch and unlatch the instrument three times to check for proper function prior to accepting the product. If the latch was not working properly at this time, the instrument would not have passed covidien's functional testing. No trend has been identified for this issue.